Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece for analysis. Visual inspection found two external insulation abrasions breaching the lumen caused by friction to another implanted device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.